Event description:
The customer contact reported the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. The device was returned to the biomedical department with a note that indicated, s321 error. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, a s321 malfunction alarm code was noted in the device history. No additional information was provided.

Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During testing the device did not alarm with a s321 malfunction alarm code; however, it was noted in the device history. Further testing of the device mechanism using a test device at the service center found the device alarmed with a s321 malfunction alarm code. A visual inspection on the returned mechanism found the mr2 motor was loose and out of position due to the rtv seal around the motor was broken from the mounting. An investigation of s321/s421 malfunction alarm codes found that rtv issues were caused either by rtv being under-applied to the specifications, or excess grease from the o-ring installation was not removed and the rtv is applied over the grease. In either case, the rtv may fail to hold the motor in place under a load which will result in a s321 malfunction. This report represents all the information known by the reporter upon query by hospira personnel.